Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) on (B)(6) 2016 reported that names and dates pertaining to the events could not be provided, and that it is unknown what caused the block turning. No actions/interventions or troubleshooting was performed.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during a stage two implant procedure, contact #0 of the extension was turning in the connector block when they were locking down the lead and extension with the screw driver. The issue had occurred on the "last five or so" stage two procedures. There was no issue with the connector block turning when securing the lead and extension at the time of this report. The hcp was not away of any open or short circuits in any of the last five or six stage two procedures.